Event description:
It was reported that upon inspection of the acetabular insertion tool, a section was missing. No retention of foreign object has been reported.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. H6-evaluation of returned inserter is consistent with brittle failure and shear fracture.